Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3080, lot # l80927, implanted: (B)(6) 2000, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Event description:
It was reported that impedances were greater than 4,000 ohms for ¿lead 0.¿ the patient was reprogrammed around ¿lead 0¿ on (B)(6) 2013.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported the lead and extension were also modified for normal battery depletion.

Event description:
Additional information reported that lead 0 remained non-functional and still had impedances greater than 4,000 ohms. Lead 0 was broken per impedances. They programmed around it and the symptoms were well controlled. The lead was going to be replaced at the next battery change. The event was considered resolved without sequelae.